Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilatory devices. This report was related to a trilogy 100. The manufacturer received information from the patient alleging "eye irritation, respiratory tract irritation, reduced cardiopulmonary reserve, cancer, and adenoid cystic carcinoma". Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.